Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.